Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced blockage at site and compromised cannula on (B)(6) 2026. The blood glucose level was 30 mmol/l and was corrected with pump.